Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Design history record (DHR) review for the instrument involved with the reported event was deemed not required by quality engineer since there is no batch/lot number information available. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the universal seal broke off at the end of the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with another seal. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not provide further details.